Manufacturer narrative:
All operating currents were within specifications. The unit powered up properly, there was no blank display, and no button error alarm found. The unit passed the self-test and displacement test. However, the unit had intermittent down and up arrow buttons due to corroded keypad traces. The unit had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, a cracked case at the display window corners, a cracked lcd window, a cracked reservoir tube, a stained end cap sticker, and a broken belt clip slot. (B)(4).

Event description:
The customer called in to report a blank display, then a button error alarm that they could not clear. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 199 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.